Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Per the french prestataire, a patient residing in a care center experienced severe hyperglycemia for over 48 hours after using long-acting insulin in pod due to a lack of rapid-acting insulin. The pod continued to deliver basal and bolus doses with the incorrect insulin. Upon arrival, the clinical investigator (ic) recorded a blood glucose of 2.5 g/l and acetone 1 mmol. The ic notified the care center's responsible department, which instructed a corrective bolus and immediate hospitalization in the emergency room. At the time of the report, the patient remains hospitalized and reported to be doing well. No further information is available at this time.